Event description:
Additional info received from the MFR on 12/14/1998: the plant stated that the breakage during use is most commonly caused by extreme bending to the point of yield strength fatigue of the metal. There is a warning on the box which states that "bent, used, damaged, or improperly recapped needles can result in needle breakage".